Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not working was not confirmed. A visual and functional assessment was performed which found that the device was working properly. Therefore, an assignable root cause was not determined. However, during service/repair, it was determined that the device showed signs of submergence. It was observed that the motor was worn out and had a very rough rotation. It was further determined that the cover plate from the electronic control unit (ecu) had come off. It was also observed that the bearings, seals and coupling head were worn out. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was discovered that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the cover plate from the electronic control unit (ecu) had come off. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.